Event description:
Consumer was using an ibd proxabrush and the brush broke while the brush was between the molars and had difficulty getting it out.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.